Manufacturer narrative:
Refer to manufacturer report #3007566237-2016-02500. The referenced report captures an event with the same patient and approximate timeframe where the ins was replaced. It was unclear if that replacement was the same replacement captured in this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient did not perceive the stimulation ¿correctly.¿ the cause of the issue was unknown and impedances had been checked. To resolve the issue, the implantable neurostimulator was replaced. It was unknown if the patient was receiving effective therapy following the replacement.